Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the controller and the implanted neurostimulator itself are malfunctioning. Patient stated that it first started where the implant wouldn't charge and now it doesn't even try to charge. Patient reported that they moved to nevada and do not have a doctor or manufacturing representative (rep) and are wondering if a doctor or rep could check out their device. Agent asked the patient when the charging issue started and patient stated it was probably the end of april. The issue was not resolved. Agent sent an email to the field for visibility and the patient a physicians listing. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.